Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 29-mar-2018, a field service engineer (fse) verified the reported 4010 mixer slip error message on the aia-360 instrument. The fse found wash residue on the mixer motor and sensor as well as other parts/assemblies on the deck of the aia-360 instrument. The fse replaced the mixer motor and sensor and cleaned the deck of the instrument and assemblies. The fse then performed alignment for the carousel home, camera, seal breaker, detector, substrate dispense, wash probe, and sample nozzle. When the covers were removed to start service, the fse found the overflow tubing from back of the instrument coiled in a vertical position, and with hardened residue in the tubing, causing an occlusion. The fse uncoiled the tubing and washed out the occlusion. The fse removed the pump tray and found a large amount of overflow growth in the overflow tray inside and out. The fse removed and cleaned the overflow tray and replaced the hardened tubings found in the pump tray and external tubing lines. The fse found the wash bottle cap w/sensor faulty and ordered a new one for the customer. The fse replaced the diluent/wash pump proactively as well. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. The 4010 mixer slip: description: the mixer motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported 4010 mixer slip error message was due to a faulty mixer motor.

Event description:
On (B)(6) 2018, a customer reported getting 4010 mixer slip error messages on the aia-360 instrument. The customer reported that the issue had been occurring frequently and in the past the instrument could be re-started and continue running, but now the error persisted and the instrument is down. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii), estradiol (e2), progesterone (prog), and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the mixer motor and pip board sensor were returned for investigation. Visual inspection showed no visible damage with either part. Functional testing could not reproduce the reported 4010 mixer slip error message. The mixer motor and pip board sensor passed the functional testing in-house. The most probable cause of the reported 4010 mixer slip error message could not be determined during in-house evaluation of the returned mixer motor and pip board sensor. Both parts passed functional testing. For corrected data refer to section h4. Device manufacturer date.

Event description:
N/a